Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/29/2016. Date of follow-up report : 10/31/2016. The customer reported that the jaws did not open completely. The reported condition was not confirmed. Mechanical function of the latch mechanism was acceptable. The jaws opened and closed normally when the latch was retracted and released. The handle latch opened properly and the trigger returned after cutting a silicone test strip. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would not open during the lobectomy. The device was not on the patient&#38112;tissue at the time. A new device was used to complete the procedure. There was no tissue damage, bleeding, or injury to the patient.